Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had multiple ketones and was treated with manual insulin injection and changing the site and settings on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer was hospitalized for her ketones and fluids in the ear due to high blood glucose level. Customer was wearing the insulin pump at time of hospitalization. Customer's mother reported during priming, the insulin exited but no numbers shown on the screen. Insulin continued to drip after motor had stopped during the manual prime process. Customer was not wearing the insulin pump during priming. During troubleshooting, found the insulin amount in reservoir was below 10 units, units remaining for reservoir on device status screen was 5.3 units. Customer's blood glucose level at time of incident was 351 mg/dl. Customer was unable to finish troubleshooting. Customer will not be returning the reservoir for analysis.